Manufacturer narrative:
On march 7, 2023, mentor became aware that patient had a breast reconstruction with saline implants followed by an infection on the left side (1st event), therefore the left saline implant was replaced with a gel device that was found ruptured (current event). Both devices were replaced with saline implants on (B)(6) 2023. Patient did not experience any issue on the right side. Hence, corresponding codes have been updated under section h on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 225 mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Additional information on march 27, 2023 was re-evaluated. As per the statement "non mentor implant would be the gel implants that replaced with another surgeon previously." It is concluded that both primary mentor saline devices were explanted after the infection and replaced with gel non mentor implants. Product code replaced with non mentor; serial number from (B)(6) to blank; unrecognized number from 260460 to blank; date of implant from (B)(6) 2002 to (B)(6) 2004; replaced medical device removal with no patient consequence; reporting decision from serious injury to not reportable. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).